Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has been admitted to the hospital because his implantable neurostimulator (ins) had fully discharged and turned off; the patient was debilitated. Once in the hospital, they charged it up and turned it back on, and the patient was much better. The patient was discharged the following day. What led to this event was the patient had concerns about the frequency of recharging since the ins was replaced. The patient was on relatively high stimulation settings: left 0- 1- 2+ 5.0v 120 150 5.4v right 4- 5- 6+ 5.0v 120 150 5.4v. The rep has coached the patient on ensuring his ins was charged up to full at each recharge session to ensure it doesn't run empty. The rep was unsure what exactly happened on the day of admission to the hospital, other than the ins went flat and turned off. The rep requested the neurologist run electrode and therapy impedance tests. No surgical intervention occurred nor was planned. The patient was well and back at home. The rep reported five days later that the patient only recharged for very short intervals, despite reporting that he charged for 1-2 hours at a time. The rep was meeting the patient and neurologist tomorrow to check the patient's recharging technique and do some education. The rep wanted to know how long a full battery would last on the patient's current settings, therefore, how often he should be expecting to recharge. Based off the patient's current device settings of: device is in use 24 hours/day l amp: 5.4v pw: 120us rate: 150hz therapy impedance: 757 ohms r amp: 5.4v pw: 120us rate: 150hz therapy impedance: 532 ohms the expected recharge interval should be somewhere between 5.7 days to 4.75 days. Based off the recharger stats, the patient was getting relatively good coupling, average of 6-7 coupling bars (there was one session of only 4 bars). Of the six sessions, the longest duration was 48 minutes and the others ranged from 1-19 minutes. With the average coupling around 6 bars, it's expected to take about 9 hours to charge the battery from 0-100%. The rep reported a week and a half later that after doing some education with the patient, these concerns were no longer present. The rep did not know what "debilitated" meant, this was what one of the doctors told the rep when the patient was admitted to the hospital. Once the patient's device was charged, turned back on, he was fine and was able to be "discharged." If additional information is received, a follow up report will be sent.